Manufacturer narrative:
H3: the revision reported was likely the result of presumed patella wear and presumed prosthesis wear of the tibial insert. However, images of the tibial insert and patella do not show signs of excessive wear, the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 5310711 - 02-010-01-0250 - lgc femoral ps cem left sz 5, 4319643 - 02-012-38-5009 - lgc tibia ps rbk insrt sz 5 9mm, 4455789 - 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t, unassigned - 200-00-00 - knee item-misc, 5225328 - 200-02-38 - three peg patella 38mm, 5353390 - 201-78-15 - holding pin mini sharp point 4 pk, 5235170 - 521-78-23 - threaded pin size 2.3 collared, 5429080 - 521-78-23 - threaded pin size 2.3 collared, 4572915 - 521-78-32 - threaded pin size 3.0 collarless, 4007018127 - a10012 - gps implant kit v2.

Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 8 months post the initial procedure. The insert and patella revised due to wear /pitting. The liner and patella were removed. The liner was replaced by a size 5, 11mm. There were no surgical delays or device breakages during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. No explanted products are available for return as they were discarded at the hospital. Device images were provided. No further information.